Event description:
It was reported that "air bubble-like" foreign matter was found in 2 bd angiocath¿ IV catheters before use. The following information was provided by the initial reporter, translated from chinese to english: "air bubbles-like fm was found onto the catheter."

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge angiocath unit from an unknown lot for evaluation. A review of the device history could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed visible silicone on the catheter. Silicone was used during the manufacturing process to help with the catheter placement and retraction process. It should be noted that silicone has been tested and found to not cause any damage to the user or patient. Based off the visual inspection and the engineer was able to verify the reported failure mode. It was determined that the excess silicone came from the manufacturing process. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that "air bubble-like" foreign matter was found in 2 bd angiocath¿ IV catheters before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "air bubbles-like fm was found onto the catheter."